Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07562. It was reported the patient had a competitor lead with one sjm adapter, and impedances were invalid. The patient reported the stimulation was on, but she could no longer feel the stimulation. Follow up identified the physician replaced the lead. It was also reported the ipg was replaced, since one side of the header did not have a port plug. It was reported the patient received adequate stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.